Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Customer reported blood glucose (bg) level ranged from 300 to above 500 mg/dl. Customer reverted a manual insulin injection to address high bg. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. Customer changed supplies to address occlusion alarms.